Manufacturer narrative:
The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified 03/15/2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on the 03/07/2013 regarding a polyform product from a pt's legal rep. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2007), a pt injury occurred. The pt is identified as "(B)(6)". (B)(6). Her weight and height details are unk. The hosp where the implantation procedure took place is the (B)(6), USA. The physician who treated the pt is dr (B)(6). The complaint also states that the pt had an add'l surgery to have a suburethral sling (unk MFR) implanted in 2009. No further details were provided regarding this device. The polyform part number and lot number have not been provided. No other info regarding the product or the pt.